Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 1 month after the dental implant was placed in ada site 30 in the mouth, it had not achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.(B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 1 month after the dental implant was placed in ada site 30 in the mouth, it had not achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.